Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on (B)(6) 2020 regarding a patient receiving morphine (2mg/ml at 0.096mg /day) via an implanted infusion pump. It was reported that the patient was admitted to the hospital on (B)(6) 2020 with delirium, trouble moving their limbs, and a fever. The patient had a pump refill on (B)(6) 2020 and had no issues. On (B)(6) 2020 the managing physician was notified and they wanted to decrease the patient's dose, but the concentration of the drug was too high. The healthcare provider (hcp) did a refill and changed the concentration from 2mg/ml to 1mg/ml by removing half of the reservoir volume and refilling with preservative free normal saline (pfns). The hcp also did a system contents removal procedure to remove the 2mg/ml drug from the catheter and pump tubing. There had been no diagnosis at the time of report, but the patient was checked for covid. No further complications were reported or anticipated. Additional information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2020. It was reported that the hcp thought the cause of the reported symptoms was a pump malfunction. The hcp checked the logs and there were no stalls besides for the magnetic resonance imaging (MRI), which recovered as normal. No issues were seen in the logs. The patient had no issues with their personal therapy manager (ptm) either. On (B)(6) 2020 the hcp lowered the concentration, and that was when the issues started. It was later clarified that the representative was initially called by radiology to come to the hospital to check the pump post-MRI. The hcp called while the rep was heading to the hospital to see if they could bring a catheter access port (cap) kit to withdraw medication from the catheter. The hcp had put 1mg/ml into the pump but the catheter had 2mg/ml in it, so the hcp wanted to withdraw it and start a bolus to get the 1mg/ml morphine to the tip of the catheter. On (B)(6) 2020 when the rep went to the hcp's office, they had not heard anything about how the patient was doing. The determining cause for the patient's admission was not provided. The doctor thought the symptoms might have been due to the change in concentration when the pump was refilled on (B)(6) 2020 as the patient went from 1mg/ml morphine to 2mg/ml, which was why the hcp changed the concentration back. The hcp was not sure if this was the cau se. It was noted that the representative checked with the doctor, and there had been no discrepancies between the medication removed from the pump and what the tablet said should be in the pump during refill appointments. Additional information was received from an hcp via a manufacturer representative on (B)(6) 2020. It was reported that the patient was still having symptoms so the hcp was wanting to potentially turn the pump off temporarily to see if the symptoms were coming from another source other than the pump. Additional information was received from an hcp via a manufacturer representative on (B)(6) 2020. It was reported that back when the issue first occurred, during the refill on (B)(6) 2020 the hcp took 10ml of fluid out of the reservoir and filled with 10ml of saline to dilute the 2mg/ml morphine to 1mg/ml. On the morning of (B)(6) 2020 the patient was hard to wake up, had a fever, and could not move their limbs. On (B)(6) 2020 the pump was programmed to minimum rate mode and on (B)(6) 2020 the patient's symptoms were gone. The patient was alert again and feeling better. Although there was nothing out of the ordinary in the logs, no discrepancies with the pump, and everything was fine, the hcp was going to turn off the pump and explant it when elective surgeries were allowed again as the pump must have something wrong with it. The manufacturer representative thought the issue may have stemmed from the drug in the pump.

Manufacturer narrative:
Continuation of d10: product ID 8780; serial# (B)(6); implanted: (B)(6) 2018; product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via company rep. It was reported that the pump and catheter were explanted on (B)(6) 2020. Pump return is planned because the hcp told the patient that they thought the issue was due to a pump malfunction. The rep confirmed there were no issues with the pump logs, no volume discrepancies, and was curious if the drug in the pump would be tested. It was reviewed the drug would not be tested. It was reported that the pump was shut down.

Manufacturer narrative:
H3: destructive analysis identified no significant anomalies. Continuation of d10: product ID: 8780, lot#/serial#: (B)(6), implanted: (B)(6) 2018, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.